Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The elevator #301 (part# 09-0257, lot# 080719g19) was returned for investigation. Visual evaluation showed signs of use as there was minor scratching on the body of the elevator and the tip had fractured off. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. Complaint history for 09-0257 lot 080719g19 was reviewed regarding instrument fracture, (B)(4). The most likely underlying cause of the complaint is that excessive force was used, beyond what the instrument was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during a tooth extraction. A back-up instrument was used to complete the procedure. No adverse events have been reported as a result of the malfunction.